Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 622 mg/dl. Customer has been high for over twelve hours. Customer experienced extreme thirst, dizziness and frequent urination. Hospital treated with IV and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.